Manufacturer narrative:
(B)(4).

Event description:
The customer's wife reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 450 mg/dl and 500 mg/dl. Troubleshooting was performed for the bent cannula but troubleshooting for high blood glucose was declined.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 420 mg/dl at the time of incident. Customer treated with insulin pump and manual injection. Customer reports the infusion set cannula was bent. Troubleshooting was performed. The insulin pump will not be returned for analysis.